Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. No further actions were possible for this complaint as the user stopped responding to the communications from customer care.

Event description:
On january 16, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. However, the troubleshooting process could not be completed as user stopped responding to the communications from customer care. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between sg and bg values. Upon review, it was discovered that the user had been entering inaccurate (ghost) calibrations for approximately one month due to running out of test strips. The user's hcp re-emphasized the importance of accurate calibrations and issued a new prescription for test strips. The user was re-educated on proper calibration technique specifically calibrating during fasting or stable bg periods and on the expected lag time between bg and sensor readings. Based on the sensor data review, there was no indication of an issue with the system. B4. Date of this report 15 april 2025. G3. Date received by the manufacturer? 15 april 2025. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.